Event description:
As reported by the field, during the use of a 4mmx23mm enterprise2 no tip intracranial neurovascular stent (encr402300, 6610159) to the right middle cerebral artery, the stent arrived at target position and the physician tried to release it. However, the distal markers of the stent were unable to open. The physician slightly retracted the stent to adjust it, then the distal markers were found to be opened in the prowler select plus microcatheter (unknown product/site number). The stent was recaptured into the microcatheter (mc) and a new device was used to complete the surgery. There was no patient injury report. Additional information received indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. The physician had felt ¿a little resistance¿ during advancement. The stent did not appear to be damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. There was no blood flow restriction. There were no procedural delays due to the event. The concomitant devices functioned as expected.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: as reported by the field, during the use of a 4mmx23mm enterprise2 no tip intracranial neurovascular stent (encr402300, 6610159) to the right middle cerebral artery, the stent arrived at target position and the physician tried to release it. However, the distal markers of the stent were unable to open. The physician slightly retracted the stent to adjust it, then the distal markers were found to be opened in the prowler select plus microcatheter (unknown product/site number). The stent was recaptured into the microcatheter (mc) and a new device was used to complete the surgery. There was no patient injury report. Additional information received indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. The physician had felt ¿a little resistance¿ during advancement. The stent did not appear to be damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. There was no blood flow restriction. There were no procedural delays due to the event. The concomitant devices functioned as expected. The device was discarded; therefore, no further investigation can be performed and the reported failure could not be evaluated. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6610159. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Deployment difficulty is a known potential product failure associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the events remain speculative and inconclusive, based on the minimal information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the reported failure. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.